Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. What is the product code and lot number of the product involved?

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2018 and suture was used. The suture was broken during use which caused much bleeding and the whole surgery was prolonged. Changed to a new one to complete the surgery. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Unk what is the product code and lot number of the product involved? (B)(4)

Manufacturer narrative:
Pc-(B)(4). Actual complaint sample can't be returned and same batch sample from hospital or sales representative also can't be returned. Manufacturing and batch records have been reviewed and no issue found. Manufacturer retained sample has been evaluated by appearance and knot pull tensile strength test and no issue found. The root cause of complaint can't be determined.